Manufacturer narrative:
Device 2 of 5. Complainant country: poland. Based on the available information, this event is deemed to be a reportable malfunction. Pm logs had been checked and they were all completed with no discrepancies. A batch record review was completed and no discrepancies were found. Aquacel drs 5x5cm (1x10pk) ster ceu was manufactured under sap code (B)(4) and manufacturing lot number 0f01132 on 11 june 2020. Lot 0f01132 was sterilised under reference (B)(4) and released on review of results of sterilisation provided by sterilisation company steris. All the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 0f01132. Nine complaints exist for this affected lot registered in database, reported partial cut dressings, product in seal, empty primary packs and short count. The other complaint issues reported for this batch indicated a common failure mode. No photographs were attached to the complaint record initially, but additional images were received upon request for this complaint. Four photographs were received and has been evaluated in accordance with working instructions. The photographs confirmed the expected lot number, product, and the complaint issue where three dressings were identified as trapped in the seal and cut. The images showed the individual sachet numbers (B)(4) of the affected dressings. 2 additional dressing were identified to also have dressing stuck in the seal for this reported batch, with additional sachet numbers reported as (B)(4). A nonconformance was opened for this complaint issue. A data review was raised, but as other complaints and non-conformances had been raised for similar failures on doyen 3, an older investigation was still relevant for this issue and failure mode. The investigation was completed in jan 2021, confirms the most probable causes of open product/product in seal on doyen 3 line. Corrective actions to address the issues identified were implemented in dec 2020 for doyen 3 and further validation activities completed in quarter 4 (q4) 2021. As the affected batch was manufactured in june 2020, this was before the improvements to the line were made. The affected batch is currently held on a stop ship order with the requirement for a rework/reinspection to be completed before returning saleable stock to market. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the product was cut and caught in seal. Usage of device was unknown. The photographs depicting the issue were received from complainant.